Event description:
The customer observed falsely depressed alinity I estradiol results for one patient. The initial result was 527 pg/ml and the clinician questioned the result. The repeat result was 1714 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I estradiol results for one patient. The initial result was 527 pg/ml and the clinician questioned the result. The repeat result was 1714 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Update to section b3 - date of event from 6/20/2025 to 6/19/2025 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer confirm the complaint issue. A review of tracking and trending did identify an increase in complaints for list number 07p50, however, an increase in complaint activity for lot 70602ud00 was not identified. A device history record review did not identify any nonconformances or deviations associated with the complaint lot number and issue. The overall performance of alinity I estradiol reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. A review of the labelling addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I estradiol reagent lot 70602ud00 was identified.